Event description:
Dr. (B)(6) implant surgeon of the hosp reported to our sales rep (B)(6) that during postoperative x-rays it was observed that the reported screw has come loose, rod dislocated.

Manufacturer narrative:
Method: complaint history analysis, DHR review, visual inspection, risk assessment. Results: there have been 8 complaints related to rod disengagement post-op on the xia 3 product line. Previous complaint investigations have concluded that insufficient final tightening to be the probable cause. The DHR for this device's batch was also reviewed and no deviations were noted. The blocker was visually inspected upon return and it did not display the normal wear characteristics found from final tightening. Normally a symmetric wear pattern is evident on the bottom side of the blocker from the interaction with the rod. In this case the blocker loosened post-op leading to rod disengagement and an eventual revision surgery. Conclusion: upon visual inspection of blocker the characteristic impacts of the bottom surface that could show that the blocker was final tightened were not present. In the contrary, the bottom surface is deformed like if the blocker was used to push the rod into the screw tulip. Stryker spine concludes that the rod was not sufficiently engaged into screw tulip and thus final tightening was not completed.